Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 280 mg/dl. The current blood glucose was 314 mg/dl and sensor glucose was 325 mg/dl. Customer treated for high blood glucose with manual and injection. The tests were passed and blood glucose was dropped to 255 mg/dl and customer reconnect to pump and monitor and callback if issue recurs. The insulin pump will not be returned for analysis.